Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that right-sided pneumothorax was discovered on chest x-ray which was performed post-implant procedure. The event was deemed to be related to the implant procedure. Chest drainage was placed twice and the event was resolved without sequelae. Patient was discharged after the chest x-ray showed no appreciable pneumothorax.